Manufacturer narrative:
Date sent to the FDA: 06/24/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Appropriate term / code not available (e2402) utilized to capture injury (e20). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-16062021-0000979088 submitted for adverse event which occurred on 4/30/2009. Mwr-16062021-0000979089 submitted for adverse event which occurred on 5/11/2009.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported the patient underwent partial removal surgery on (B)(6) 2009 and on (B)(6) 2009. No additional information was provided.